Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare technical support performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee to replace the suction regulator to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).